Event description:
It was reported to depuy acromed that a pt was implanted in 1995 with isola rods and pedicle screw fixation. Subsequently, the pt experienced pain in the lower back and underwent exploratory surgery in 1999. During the surgery, it was discovered that 3 screws and one rod were broken. The devices were removed. An eval of the product was not possible since the product was not returned and the product code and lot info were not provided. The devices had been implanted for approx 4 yrs. Isola rods and pedicle screws are intended to be temporary fixation devices and the labeling contained with the product warns against the possible breakage of the device once it has passed its useful life. No further action can be taken at this time.